Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited high pacing impedance after fixation. The lp was removed and imaging showed a myocardial dissection with effusion. Medication was administered and the lp was implanted. The patient was in stable condition.